Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used in the intestine during an endoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the images were unclear. When the scope was turned, all three monitor images started blinking and then turned black. The images on the fusepanel also blinked and turned black. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device code 1304 captures the reportable issue of center image lost. A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and the reported issue of "blinking image" could not be replicated. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint. Since the reported issue could not be replicated, the assigned investigation conclusion code for this complaint is designated as no problem detected.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used in the intestine during an endoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the images were unclear. When the scope was turned, all three monitor images started blinking and then turned black. The images on the fusepanel also blinked and turned black. There were no patient complications reported as a result of this event.